Event description:
Home pt contacted baxter's technical service center for assistance regarding a system error 2240 message that appeared on a display of the home pt's homechoice machine during the initial drain cycle of the automated peritoneal dialysis therapy. Reportedly, hp regularly avoids connecting the transfer set to the pt line of the homechoice set until the initial drain cycle has been initiated. Baxter's technical service center assisted the home pt in ending the therapy early. The home pt completed treatment that evening by setting up with new supplies. Per the home pt, no pt injury or medical intervention was associated with this incident.